Manufacturer narrative:
The peritonitis occurred "almost 3 weeks ago". The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, a leak occurred after the transfer set disconnected from the titanium adapter. The patient presented to the pd clinic and the transfer set was replaced. It was reported ¿two to three days later, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.